Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Patient was advised to restart device on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported hardware error.